Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a mildly calcified lesion in the non-tortuous mid left anterior descending (lad) coronary artery, after prepping without issue and advancement without resistance, during the 1st inflation of a 2.5x15 nc trek rx balloon dilatation catheter (bdc) to 14 atmospheres, it was noted that the device would not maintain pressure. The 2.5x15 nc trek rx was completely deflated without issue, then was withdrawn from the anatomy without difficulty. While there was no balloon rupture noted, the device appeared to have a slow leak. Negative pressure was pulled, however, no blood was noted and the origin of the leak was unable to be located. The procedure was completed using another unspecified device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The leak was not confirmed. The investigation was unable to determine a conclusive cause for the reported leak issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.